Event description:
It was reported that during a percutaneous coronary intervention (pci) inflation difficulties and a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 90% stenosed de novo lesion was located in the severely calcified and moderately tortuous mid left anterior descending (lad) artery. Rotational atherectomy was performed using a 1.5mm rotablator burr. Next, the physician advanced a 2.0 mm x 15 mm maverick2 balloon to the lesion. Inflation difficulty was noted due to calcification that remained in the lesion following ablation. However, the balloon was inflated. On the third inflation the balloon was inflated to 12 atms and the balloon ruptured. The device was removed from the pt intact. There were no pt complication. The procedure was completed with a different device. Pt's status is reported as good.

Manufacturer narrative:
(B)(4): device eval: it is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).